Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the oversensing mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time regarding the clinical observation. The analysis will be continued as soon as new information becomes available.

Event description:
Ous MDR - it was reported that the lead was explanted due to oversensing. No deterioration of the patient's state of health was reported. The lead was explanted, but not returned for analysis. The implant date was not provided.